Event description:
It was reported at the time of report the patient was having a pump implanted and their implantable neurostimulator (ins) system was being removed. It was stated the healthcare provider was trying to pull out the lead and it looked like it was ¿coming apart.¿ it was noted they were able to get the lead out and the manufacturer representative did not see the tines on the lead. Reportedly, the representative couldn¿t tell if there were four tines or not due to blood on the lead. It was stated the reason for explant was unknown. It was later reported it was confirmed that all parts of the lead were explanted. It was stated everything went forward as normal. It was noted the lead had pulled apart and it all came out.

Manufacturer narrative:
Product ID: 3889-28, lot# v918348, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).